Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed. The patient presented to the operating room for an elective extraction of the entire system. No electrical anomalies were detected. The lead was explanted and replaced. The patient was asymptomatic.

Manufacturer narrative:
A partial lead was returned in two segments. External insulation abrasion was noted at 41.6 to 41.9 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 9.0 to 10.4 cm from the distal tip consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 10.5 to 13.2 cm from the distal tip. The etfe coating was abraded and the inner coil was exposed at these locations.